Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of anticoagulants other than aspirin at the time of the index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, according to the directions for use. Post procedure event summary: on the day of the index procedure, post procedure, the subject developed left bundle branch block. No diagnostic test was performed, and no action was taken to treat the event. At the time of reporting, the event was considered not recovered.